Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they had issues with the battery life on the insulin pump. The batteries would last about a day and it had happened about three to four times in a week. Troubleshooting was done. The alarm history was checked and there was a power error detected alarm. The customer performed a normal bolus into the air. The bolus amount was recorded in the daily history. The insulin pump passed the self-test. The customer¿s blood glucose level was 600 mg/dl. They declined troubleshooting for the high blood glucose. They were advised to monitor the insulin pump. The device will not be returned for analysis.